Event description:
Post-op pt experienced a dry rash, extending beyond areas of the surgiseal application. Post-op pts are experiencing a reaction similar to contact dermatitis over the area of where surgiseal was placed. Pts have been prescribed benadryl cream, oral benadryl, oral hydroxyzine and high -potency topical steroid creams.

Manufacturer narrative:
Distributor provided on single report with a broad description of reaction, applicable to multiple pts/events. MFR did not receive individual pt incident info, therefore an actual date of events is unk.

Manufacturer narrative:
This follow up report is being completed for two reasons. The first is a correction to the initial paper report, and the second is to update the initial paper report with a lab analysis and report that was conducted after the initial MDR was filed. The additional information is a lab report indicating the procedure, data, and results of biocompatibility tests per iso 10993-1.